Manufacturer narrative:
Pump was received with unresponsive buttons due to keypad connector on lcd board unlocked. Unit had cracked display window corner and cracked belt clip slot at battery tube threads area.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 129 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.